Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On april 19th 2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the decedent received heparin during an angiogram procedure and subsequent brain surgery in 2008. Shortly thereafter, she began to experience symptoms consistent with the adverse reactions associated with contaminated heparin reported to and being investigated by the FDA and others. Upon information and belief on at least one occasion, the heparin administered to decedent was a contaminated heparin product. She passed on at about one month later.